Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient presented with increased pain and said she could not get her myptm (a820) to deliver a bolus. The physician could not communicate with the pump using the clinician programmer. Virtual support was provided to physician, and they attempted to communicate with pump. It was further noted that the patient reported that she had noticed her pump sitting upright instead of flat the other day. There was suspicion of flipped pump which an x-ray confirmed. The patient was asked to try to communicate again with her myptm and had a successful delivery of bolus. The patient was in hospital and the physician was to wait to see if delivery of bolus reduced the patient's pain. If not, then further analysis of pump/catheter would be required. No surgical intervention occurred and no surgical intervention was planned. The issue was noted as having been resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. There were no known factors that may have led or contributed to the issue. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.